Event description:
It was reported that during a post operative check one day post implant, this right ventricular (rv) lead exhibited high threshold measurements and intermittent capture. The lead was noted to have dislodged. A revision procedure was performed. The lead was successfully repositioned and remains in service. No additional adverse patient effects were reported.